Manufacturer narrative:
The company service representative examined the system and the problem reported, losing suction during I/a, could not be reproduced. There was no system message (sm) related to vacuum problem in the system event log. The system was then tested and met all product specifications. The system was manufactured on december 21, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loss of suction during irrigation/aspiration. The system was reported to have passed prime/tune without any problems. Additional information has been requested.